Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's continuous glucose monitor read "high"; however, specific blood glucose (bg) value was not provided. Customer administered manual injections to address bg level. The customer continued to use the pump for insulin therapy.